Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio-control replaced the therapy pcb assembly. After having observed proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not power on during the pre-shift test. Their biomed verified the reported issue and sent the device to physio-control for evaluation. There was no patient use associated with the reported event.